Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. The bedside nurse called to report that the impella was alarming for ¿position in the aorta¿. She turned the flow down to p2 and showed a picture of the screen showing a flat motor current and arterial placement signal. The impella was still locked at 90 centimeters at the hub, and the staff stated the only time the patient was moved was log rolled for an xray after a central line placement, but that was hours before the position alarm started. The patient had been on dobutamine 2.5 mcg/kg/min and levophed prior to the alarm, and levophed was increased to 18 mcg/min. The patient's blood pressure was stable at 116/62 and heart rate was 60 beats per minute. Lactate was down to 5.5 from greater than 9 at the time of placement. The medical doctor was at bedside and attempted to reposition, but was unable to recross the valve. The impella cp was removed and perclose sutures were locked and manual pressure was applied. The patient's outcome is stable.

Event description:
An impella cp device was inserted into the right femoral artery in a 78-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci) of the right coronary artery. While the patient was in the intensive care unit (ICU), there was a position in aorta alarm. The flow turned down to p-2 and a flat motor current and arterial placement signal were noted. The patient was on vasopressor support prior to the alarm, with stable vital signs. The physician attempted to reposition the device at bedside, but was unable to recross the valve. The impella was removed and perclose sutures applied with manual pressure. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.5l/min as intended. The impella is being reported due to the early explant of the device; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
B1: added adverse event. B5: added clinical review. D4: corrected serial number and UDI. H1: corrected to serious injury. H6: omitted code a0709 per a review of the complaint file.